Event description:
Patient reported obtaining a result of 289 mg/dl, while using the suspect device. Pt indicated that, immediately thereafter, she took her medication as prescribed, had breakfast, and then exercised. Patient noted that she drank water throughout the day and did not have any additional food. Approximately 6 hours later, patient was found unconscious, by a relative. Emergency medical services were contacted, on patient's behalf, and upon their arrival, patient's blood glucose reportedly measured 28 mg/dl (on paramedics' blood glucose monitor). Patient stated that she was treated with a glucose injection and was given orange juice. Patient did not report being transported to the hospital for additional treatment. Patient's current condition: feeling good. At the time of event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product; however, patient stated that she had already disposed of the test strips in use at the time of the event.